Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Also the impedance trend of the right ventricular pacing lead was decreasing.

Event description:
It was reported that the right ventricular lead had high thresholds and low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.